Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system station is not communicating with the server. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. A technical support specialist initiated controlled purge since some of the database were close to 8 gb. Monitored and changed purge dates. The system functioned as intended after the technical support specialist troubleshot the device.